Event description:
It was reported that an unrecoverable error message appeared while trying to upgrade the device's firmware. The error was resolved and the firmware was updated when another programmer running older software was used. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.